Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s high blood glucose level was 551 mg/dl at time of incident. Customer declined troubleshoot for high blood level. Customer stated that they had problem with infusion sets coming off and cannulas bending and kind of rolling up. Customer was assisted troubleshoot for bent cannula. The product was returned for analysis.